Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated and a conclusive cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for a leak and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was advanced to the mitral valve; however as the clip delivery system was inserted, the sgc was not holding column indicating a leak. Additional aspirations was performed, and the sgc was removed from the patient. The procedure continued with a new sgc. One clip was implanted,reducing mr to 1-2. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.